Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Upon interrogation of the pulse generator, it was discovered that the atrial lead had episodes of lead noise. The lead noise was not reproducible via isometric testing, arm movements, or pocket manipulation. The lead also maintained a normal range of impedance, sensing and capture. The lead was then reprogrammed to address the anomaly. The patient was in stable condition throughout the event.